Event description:
A malfunction alarm identified as "malf 12" was reported, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." To address the high blood glucose level, the customer administered a correction bolus via the pump. Technical support provided information for resetting the pump and assisted in the reset process, ensuring the customer could continue using the pump as the issue did not recur. The customer was advised to call back if any malfunction code reappeared, and they acknowledged this guidance.